Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00330 on october 14, 2020. Additional information - 12/01/2020: the customer performed the precision study using atellica im sars-cov-2 total (cov2t) reagent lot 006 using 3 patient samples tested in replicates of 6 and siemens reviewed the data provided. The positive patient sample had an acceptable coefficient of variation (cv) of 8.1%. The negative patient sample, with an observed mean concentration of 0.68 index, had an observed cv of 25% and standard deviation (sd) of .017 index. For samples at this low concentration, the sd should be the variable used to evaluate performance rather than the %cv. In the precision section of the assay instructions for use (IFU), a mean concentration of 0.72 index with an sd of 0.029 index is listed. The observed sd at the customer site of 0 .017 index is within the expected sd at this concentration. For the 3rd patient sample tested, the observed mean of 0.88 index had a cv of 13.0%, which is slightly higher than the 12% listed in the IFU, however the customer study was performed with 6 replicates (n=6). The IFU states in the precision section, "the assays were designed to have the following precision: concentration interval index value 0.70-2.00, </=12%" and "samples were assayed in duplicate in 2 runs per day for 5 days using the atellica im analyzer", where n=20. "Results obtained at individual laboratories may vary from the data presented" in the IFU. Atellica im lots 005 and lot 006 were investigated in house and these reagents lots met the performance claims and a product problem was not identified. Based on the information it appears the non-reproducibility issue is not consistent and is impacting random samples. Siemens continues to investigate.

Manufacturer narrative:
Siemens filed MDR 1219913-2020-00330 initial report on october 14, 2020 and MDR 1219913-2020-00330 supplemental 1 report on december 22, 2020. Additional information - 01/15/2021: siemens healthcare diagnostics has concluded the investigation for discordant atellica im sars-cov-2 total (cov2t) results between samples for 2 patients collected at different dates. A review of precision study data provided by the customer indicates that the index values observed are within the precision of the assay at the cutoff. Siemens reviewed atellica im cov2t lots 005 and lot 006 in house data and these reagents lots met the performance claims and a product problem was not identified. Based on the information available, it appears the non-reproducibility issue observed by the customer is not consistent and is impacting random samples. Based on the customer's observations, the customer defined a grey zone for repeats from 0.9 to 1.1 index for their laboratory. Siemens does not recommend a repeat gray zone for atellica im cov2t assay. If the customer chooses to implement the gray zone in their laboratory, it would be considered off label use as this is not in the instructions for use (IFU). Per the IFU in the limitations section, "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." The atellica im sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating. Siemens reviewed sample handling procedures with the customer. Samples were tested on the day of collection. The customer uses serum collection tubes (bd sst ii vacutainer) which are centrifuged for 10 minutes at 2300 rpm. Precision testing was performed for investigational purposes at the customer site using 3 serum samples. Siemens is evaluating the data. The instructions for use states in the limitations section: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
A customer observed a discordant atellica im sars-cov-2 total (cov2t) result between 2 samples collected on different dates from the same patient. A nonreactive (negative) result was obtained using an alternate testing method (pcr). All results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.